Event description:
It was reported the patient got out of his truck; the gray cable got hooked on something and tore the extension wire. The extension fractured near the midline. The patient had pain at the extension site due to the incident. The lead will be checked for integrity and the extension will be evaluated then explanted. No troubleshooting was performed but will be in the future. The patient¿s status was noted as alive - with injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0mrwg, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_ext, serial# unknown product type: extension. Product ID: neu_unknown_prog, serial# unknown product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that the extension was fully explanted and all parts were recovered. The surgeon also explanted the lead and implanted a new one to continue the trial.